Manufacturer narrative:
(B)(4). Date sent to the FDA: 9/9/2020. Additional h3 investigation summary: it was reported performance breakage suture. It was received for analysis empty labeled winding former and a needle-suture piece of product code vcp345h. During the visual inspection of the needle/suture piece, the swage and attachment area were noted to be as expected. However, marks on the body needle were found. The suture was examined, and the end of the strand was observed detached do the stress applied. The other section of the suture was not returned for analysis. The manufacturing records could not be reviewed as the batch number is unknown. Due to condition of the sample, it could not be determined what may have caused the reported incident. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 08/17/2020. Additional information: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: what is the lot number? Unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an ectopic pregnancy procedure on (B)(6) 2020 and suture was used. The suture broke when sewing during the surgery. There were no adverse patient consequences reported. Additional information was requested.